Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that the ar-6480 pump screen is scratched and has a damaged the touch screen. When turned on the ¿decrease¿ button is stuck down forcing the pump to go to the lowest setting. This was discovered during a procedure with no patient harm. There was no additional information provided.

Manufacturer narrative:
Complaint confirmed. Refer to the attached vendor evaluation for further details.